Event description:
Reporter alleged, the customer obtained discrepant blood glucose results of 125 mg/dl and 265 mg/dl on the advantage system compared back to back with results of 126 mg/dl and 127 mg/dl on the doctor's meter, when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated, that the customer was using the doctor's strips and so on product will be returned for evaluation.